Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for high, out of range, hv lead impedance. Operation was impacted by an implanted left ventricular assist device. The patient will be monitored.